Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: post procedure. It was reported that one day post a left internal carotid artery rx acculink stenting procedure, the patient experienced right sided weakness, chest pain radiating to the right jaw and st depression on EKG. Chest pain and st depression resolved with admission of nitroglycerin. Brain MRI revealed multiple foci of embolic stroke. Right sided deficits continued to improve throughout hospital admission. The patient was discharge to a rehabilitation hospital six days post-procedure. Though requested, no additional information was provided.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.